Event description:
The device was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device caused a bias current message to be displayed on the console, which caused the device to run without user activation at the time of testing. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.